Event description:
A pt was here for a t&a (tonsillectomy & adenoidectomy), bilateral tympanostomies with insertion of ventilating tubes. During procedure, suction cautery used intra-operatively had a small hole in the insulated tip. This was the cause of a burn to the pt's lip on the bottom right. A small area on the pt's tongue was also noted.